Event description:
The customer reported the battery failed in charger (cannot be boosted). There was no report of patient involvement.

Manufacturer narrative:
G2 updated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G2 updated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.